Event description:
The pt was electively admitted for colonoscopic eval of iron deficiency anemia, unreponsive to conservative treatment. He tolerated the colonoscopy well. A large diverticulum was identified in the proximal ascending colon and internal as well as external hemorrhoids were identified in the anus. Shortly after being transferred back to his room, the pt complained of high abdominal discomfort and inability to expel gas. Portable x-rays revealed pneumoperitoneum and free air within the abdomen, consistent with perforated viscus. After surgical consultation, he was transferred to the operating room for a transverse colon resection. The pt was discharged in stable condition back to his home on the fifth postoperative day, a facility for the handicapped. Discussions with the involved gastroenterologist and nurse, and examination by the hosp's biomedical engineerign dept of all equipment used during the procedure, revealed neither deviation from standard practice of care nor defect with the equipment.